Event description:
Consumer complaint of hi blood glucose results. Expected blood glucose test result range not verified. Customer observed symptoms of headache and dizziness. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on(B)(6) 2015 produced results of 576 mg/dl and 506 mg/dl. Storage of product is not verified. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is not verified. Meter memory not recalled. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood glucose results. Expected blood glucose test result range not verified. Customer observed symptoms of headache and dizziness. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 576 mg/dl and 506 mg/dl. Storage of product is not verified. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is not verified. Meter memory not recalled. Adverse event not reported.

Manufacturer narrative:
(B)(4).